Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred while changing the cartridge. Multiple altitude alarms occurred. The cartridge was changed; however, the altitude alarm reoccurred. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.